Manufacturer narrative:
Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review is currently in process.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the device was explanted after an implant duration of zero days due to regurgitation still present after placing the valve. According to the operative report, after implanting the valve and coming off cpb, tee demonstrated severe regurgitation with possibly a fixed leaflet confirmed by cardiology. For this reason, the valve was removed and replaced with another bioprosthetic valve. Of note, the patient did poorly postoperatively. The patient continued with significant right-sided failure and succumbed to her significant cardiovascular compromise on (B)(6) 2010. Furthermore, there have not been any allegations of a product malfunction.